Event description:
During an unrelated procedure, a header anomaly was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was backed out from its thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.